Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of an "error indicator led turned on during the procedure" was confirmed. It was observed that the unit failed when powered on with an error light-emitting diode (led) in front due to a faulty circuit board. The faulty board is to be replaced. The cause cannot be established. No further information was reported. DHR review was performed and no non-conformances that would cause the reported malfunction were noted.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during a procedure the error indicator light emitting diode (led) turned on. The generator was switched out to complete the intended procedure. There was no patient injury reported.